Event description:
A complaint form returned from precision lens (bloomington, mn) on (B)(6) 2012, stated that during use of the lenstec softec hd iol, the "incision had to be enlarged to get the lens back out. No adverse event reaction for pt. [Patient]." The nurse who filled out the complaint form, (B)(6), did not know when the surgery date was. The site also stated that there wasn't a need for a suture to close the wound.

Manufacturer narrative:
The surgical malfunction may have occurred in (B)(6) 2011, based on the initial return form from the client dated (B)(6) 2011. That form stated, "lens inserted, haptic torn, had to be explanted". Further follow up was not conducted until (B)(6) 2012. This follow up entailed a request for greater detail on the situation. This was received on (B)(6) 2012. The delayed request for more info and reporting delay was caused by an error by a customer service employee. The lens in question and its associated return forms were not dealt with as a complaint, but rather a standard (non-complaint) return, in which there is less urgency. The individual in-question which made the error is no longer employed by lenstec inc. The remaining customer service staff have been re-trained to ensure that each return form be treated as a potential complaint regardless of nature of return, with a specific focus on key words associated with MDR events. Once it was discovered that the event was medwatch reportable ((B)(6) 2012, the iol in question was immediately returned to the mfg site (barbados) where engineering performed the complete physical investigation of the iol. This eval summary is attached to this submission. Conclusion: lenstec can confirm that all procedures in the mfg and packaging of the lens were conducted correctly and that the quality of the lens is not at fault. After having carried out a detailed investigation of the lens in question, lenstec concludes that the event was not caused by the lens design and is unable to determine a specific cause for the missing haptic. However, the type of breakage seen in this area most commonly occurs when the trailing haptic is trapped between the two flaps of the cartridge or caught between the cartridge and the silicone cushion during the injection process. With regards to the optic, lenstec concludes that the optic was probably cut to facilitate removal of the lens from the eye. According to the info provided, the medicel viscoject 1.8 was the instrument used. We have conducted extensive testing on the lens model in question and this instrument; our result indicate that this lens and the above instrument are compatible and meet international requirements ((B)(4)) for performance testing. Lenstec wishes to thank you for bringing this complaint to our attention, and assure you of our continuing attention to producing high quality products. It would be appreciated if you forward this report to the surgeon. We now consider this complaint closed.